Manufacturer narrative:
(B)(4). A review of the instructions for use (IFU) was performed. According to the IFU the reported error message "temp" is displayed regarding the flow sensor temperature and is leading to a pump-stop. A maquet field service technician will evaluate the device. Additional information on the event was requested. A supplemental report will be provided if additional information becomes available.

Event description:
(B)(4). It was reported that the error message "temp" was displayed. No information could be provided regarding a patient involvement. (B)(4).